Event description:
A zoll distributor contacted zoll to report that battery pack sn (B)(4) would not power a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power a monitor) was confirmed. As received, the battery pack was unable to power a monitor. The cause for the failure was isolated to a discharged battery tri-cell. The root cause for the discharged cell could not be positively identified. No adverse event resulted from the defective battery pack.